Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on an unknown date with blood glucose level of 500 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer was treated with manual injection during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer did not mention any symptoms related to high blood glucose. Customer was not alleging pump was under delivering. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.